Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation with an unknown mentor saline prosthesis (right) and a 500cc mentor smooth round high profile saline prosthesis (left) experienced left sided deflation and bilateral baker grade iii capsular contracture post procedure. As a result, replacement with a mentor smooth round high profile 460cc saline prosthesis was performed on (B)(6), 2021. See 1645337-2021-13302 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on december 13, 2021. This event was associated with two devices. One device was deflated with baker grade iii capsular contracture and explanted. The other device was reported with baker grade iii capsular contracture and explanted. The lot number associated with this device was confirmed to be the device with baker grade iii capsular contracture and no explant. However, this device was originally reported as the device with deflation and explant. The deflation and explant occurred on the contralateral prosthesis (1645337-2021-13302). Manufacturer¿s reference number: (B)(4).